Manufacturer narrative:
The field service engineer was at the customer site to address the plt issue reported by the customer. The rbc bath, solenoid expansion board and rbc pump were replaced by the fse. Also, the cbc waste chamber was bleached and sweep flow was primed. Patient information was not provided by the customer. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.  An improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on (B)(6) 2017; approximately 11.5% of the worldwide product installed base has been upgraded as of (B)(6) 2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec anticipates that a field action will be warranted. The anticipated field action will include a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for the rest of the installed base. Internal bec identifier is case- (B)(4). Related events: 1061932-2017-0002, internal bec identifier (B)(4). Internal bec identifier case- (B)(4).

Event description:
The customer reported erratic high plt counts being generated on their dxh800 hematology instrument. Patient data was not provided. There was no report of change or effect to patient treatment in connection with the reported event. The customer reviewed all platelet counts before reporting. Multiple daily checks of the instrument all passed.

Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately 11.5% of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. Field action (fa-33718) was approved on 30-jul-2018. The field action includes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. Additional information has been selected. Recall, notification and modification have been selected number has been updated to reflect the respective information for this event. Additional information: the recall (fa-33718) includes notification to the customer and correction of the issue via software update.. Bec internal identifier (B)(6).